Event description:
Pain in left lower abdomen, groin and leg pain all after having essure sterilization implanted in my fallopian tubes on (B)(6) 2009. My right side seems fine and has never caused any problems. I am also getting migraine headaches and have had to be hospitalized for the headaches. I felt pain in my left side immediately after the procedure and was told it was normal. I had the follow up hsg done (B)(6) 2009 and was normal. I had the follow up hsg done (B)(6) 2009 and was told my tubes were occluded. Also had catscan of my pelvis (B)(6) 2009 because of pain and was told everything was normal. I no longer had insurance and could not have further tests to see what is causing my pain. I have also gained 30 lbs since even walking has become painful. Recently saw another doctor since the pain has become severe and spread to my pelvis and leg and my migraines have become constant.